Event description:
It was reported that revision done due to pt complaint of pain. Upon removal of ldh/durom there was no visible bone in-growth.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.